Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time, this device remains in service, and there were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations pbd, and other clinical observations coded to the CAPA. This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time, this device remains in service, and there were no adverse patient effects reported. Additional information received indicated that this device had reached elective replacement indicator (eri) few days ago. Subsequently the device was explanted and successfully replaced. No additional patient adverse effects were reported. The device was returned, and analysis was completed, and the report is updated with the product investigation results.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time, this device remains in service, and there were no adverse patient effects reported. Additional information received indicated that this device had reached elective replacement indicator (eri) few days ago. Subsequently the device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to be returned for analysis.